Event description:
The customer reported obtaining high creatinine (crem) results for multiple patients from a unicel dxc 800 synchron system. The customer stated that the samples were rerun on an alternate dxc 800 and it was determined that a total of 34 patient results were affected. Amended reports were created and reported out of the laboratory. The initial erroneous results were also reported out of the laboratory but the customer was able to amend the results prior to the physician reading the report. The customer confirmed that there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced numerous hardware components within the creatinine module as well as the modular chemistry (mc) sample handling components. Failure mode was hardware and issue was resolved following service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: hardware components within the creatinine module as well as the modular chemistry (mc) sample handling components.